Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that while inserting a cleo® 90 infusion set, the inserter did not fully click in place. When the site was removed, it was observed that the site never inserted into the patient's body. Blood glucose levels were adversely affected and reported to be 540mg/dl. Multiple insulin, bolus injection, and changing supplies were conducted to address the high blood glucose. Small-trace ketones were reported, and were addressed by drinking water to flush the ketones. No permanent injury was reported.